Event description:
Investigation revealed a dim, faded and discolored display screen. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the battery cap was not returned; thefore, a test battery cap was used to complete the investigation. Investigation revealed a dim, faded and discolored display screen. Unrelated to the complaint, the audio bolus button was observed to be missing/detached from the pump and therefore, the audio bolus button was unable to be tested. (B)(6).